Event description:
As reported by the user facility: detailed inquiry description leak from the blood pump segment. The nurse reported: "air alarms kept going off, the bloodline was full of bubbles per staff. They only returned arterial blood, unable to return venous blood. When they took off the line they found a crack again in the pump segment. (This was at the same machine where we had a cracked line before, chair 25)." Estimated blood loss 250 ml. As noted by the nurse, this is the second incident of a leak from the blood pump segment on the same machine. Suggested to have biomed examine the condition of the blood pump rotor and tubing guides. The machine was removed from use.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos depicting the batch label info and site of the reported defect were returned for evaluation. The photos were visually evaluated, and it was noted a large cut was noted on the pump segment of the venous line. Without a physical sample it is quite difficult to determine the size and severity of leakage on set. Based on the evaluation results, the reported defect of leakage was confirmed. While an exact cause could not be determined, a potential root cause could be from the manufacturing machine, due to high pressure of return can stress the product and generate a perforation in the pod membrane. An approved project is in place to further address issues of this nature. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.